Event description:
It was reported to covidien on 07/09/2009, that a customer had an issue with an insulin syringe. Customer reports that the cannula broke off in her skin. The cannula broke off in her skin. The cannula was able to be retrieved by emergency specialists.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.